Manufacturer narrative:
Product evaluation: the product was not returned for analysis. Results from the product history record review indicated the product met release criteria. Root cause: the root cause could not be identified by the investigation. Action taken: investigation has been completed based on current info. Conclusion: based on our current tracking, there are no adverse trends for this reported complaint and based on these findings, the residual risk remains unchanged and at an acceptable level. There have been no similar complaints reported in the lot number. Additional info was requested 06/20/2011, 06/21/2011 and 07/01/2011 by fax, mail and phone. Additional info was received 06/20/2011 by phone. A completed questionnaire has not been received. (B)(4).

Event description:
A surgeon reported having a pt with a refractive surprise following intraocular lens (iol) implant surgery. In a follow up, the surgeon reported that the pt is happy. The surgeon also reported that she is not convinced that this is truly a refractive surprise, but is due to a combination of factors. There are no plans to exchange the lens. Additional info has been requested.